Event description:
Customer reports faded segments on the advantage system. No actions taken based on device results. No adverse event reported. Upon evaluation by the manufacturer, darkened segments were confirmed. Requested return of suspect device, and replacement was sent.